Manufacturer narrative:
Results of investigation: analysis on the log file shows that issue was most likely due to a lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The log file was requested. At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us ventilator was getting error code 401 (inspiration valve or device leaky) during start up. It was also mentioned that they noticed a burning smell. There was no patient involvement associated with this event.